Event description:
A customer reported receiving cgm error 42. The customer's blood glucose level was within normal range, as no adverse impact was reported. Technical support guided the customer through a pump reset, which resolved the issue, allowing the customer to successfully start their sensor session without the error recurring.